Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. Update: d8 and h4. Correct: d9. A review of the device history record confirmed that the device was shipped in compliance with the specifications. The presumed cause could not be determined and the root cause could not be specified since the device was not returned for evaluation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center had intermittent image distortion, noise, and flickering when used with certian scope models. The issue occurred during device maintenance. There were no reports of patient harm.